Manufacturer narrative:
510k: this report is for an unknown drill sleeve/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent an interlocking femoral surgery due to fracture of the femur shaft. During the procedure, an expert a2fn cannulated nail could not be locked because a drill sleeve was not targeting the locking holes of the nail. Furthermore, the surgeon was not able to lock a proximal guided screw in the nail. The surgeon had to use another nail to complete the surgery. There was a fifteen (15) minute surgical delay reported. The patient is okay after the operation. This report is for an unknown drill sleeve. This is report 2 of 3 for (B)(4).